Event description:
(B)(6) medication errors reporting program. Description: 0.1 ml is known to be the smallest volume of liquid that can be accurately and safely measured at our institution. However, 1 ml syringes stocked in the main pharmacy, as well as in pharmacy satellites throughout the hospital, have incremental markings less than 0.1 ml. The markings on the 1 ml syringe lead some staff to believe that they can measure quantities less than 0.1 ml, even though it is not safe or accurate to measure volume less than 0.1 ml using any type of measurement device. There have been several reported errors from staff at our institution attempting to measure volumes less than 0.1 ml. In order to prevent future errors from occurring as a result of this misunderstanding, we have been trying to increase awareness about this issue through departmental meetings and nursing education. An idea for a system-wide improvement would be removal of the incremental markings below the 0.1 ml marking on the 1 ml syringes by the MFR so that it would not lead the nurses to believe that they can accurately measure below that pont. Medication not administered to or used by the pt. (B)(6). Access number: (B)(6).